Event description:
It was reported that the procedure was to treat a heavily calcified ascending aorta artery. Pre-dilatation was performed with a 5.0 mm unknown balloon catheter. An 8.0 x 59 mm omnilink elite stent delivery system (sds) was advanced to the lesion; however it could not cross the lesion. The sds was being removed when the balloon dislodged onto the shaft of the catheter. The sds, stent implant, and introducer were removed as one unit. Another introducer was used with a new omnilink elite to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.